Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the adhesive issue or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient's blood glucose levels reached 300 mg/dl while wearing the pod between 24 and 36 hours. Patient noticed pod fell off from the infusion site (back) while swimming.